Manufacturer narrative:
The trend review identified normal complaint activity for the issue under investigation. Because the lot number was unknown testing for lot number 10727m500 was reviewed to represent the performance of the assay. Accuracy testing was completed to evaluate the assay performance of lot 10727m500 and met acceptance criteria. The customer's issue is addressed in the architect ca 19-9xr package insert under limitations of the procedure and summary and explanation of test sections. The investigation results show that there is no product deficiency. The information provided reasonably suggests that a device malfunction was not the cause of the elevated patient results. The issue is likely due to a specific patient samples or a discreet number of patient samples.

Event description:
Abbott became aware on (B)(4) 2012, of an on-line newspaper article from thailand indicating a patient had undergone an MRI, esophagoscopy, gastroscopy and colonoscopy due to elevated ca 19-9 results generated on abbott reagents. No cancer was detected based on these procedures. Surgery was performed to remove a gallstone that was found and further analysis found no evidence of cancer. The patient was originally admitted to the hospital ((B)(6)) to be treated for a chronic infection and generated an elevated ca 19-9 result of 99 u/ml (normal range 0 - 27 u/ml) which lead the physician to perform additional diagnostic procedures. After removal of the gallstone, the patient's ca 19-9 value was 87 u/ml and the following month, 79.9 u/ml. The physician advised the patient to be monitored for ca 19-9 periodically. No adverse outcome was reported due to the procedures performed. The patient was retested at another laboratory ((B)(6)) and yielded a ca 19-9 result within normal range at 4.8 u/ml. Lab b obtained another sample from this patient and again generated a normal result of 9.0 u/ml. The patient went to another hospital ((B)(6)) to be tested and an elevated ca 19-9 result of 75.8 u/ml was generated. The head technician from (B)(6) sent the second sample to three additional laboratories ((B)(6)). (B)(6) reported a ca 19-9 result of 9.24 u/ml, the (B)(6) reported a ca 19-9 result of 8.8 u/ml and the (B)(6) reported a result of 72.4 u/ml. Upon further investigation by the head technician from (B)(6), it was determined that the laboratories that generated elevated results were using abbott ca 19-9 reagents and the laboratories that generated the lower normal range results were using roche ca 19-9 reagents. No additional information is available regarding hospital names, abbott reagents / instruments being used or date of occurrence. Based on the available information, abbott believes the elevated ca 19-9 results were generated on the architect ca 19-9xr assay.

Manufacturer narrative:
(B)(4) - (esophagoscopy, gastroscopy and colonoscopy). (B)(4) - high test results. Publication: (B)(4).